Event description:
A 3.5mm diameter x 16mm length ave gfx stent was successfully placed in the target lesion at the ostium of the right coronary artery. The deployed stent was dilated to a final diameter of 4.2mm. After deployment, the physician noted that there appeared to be some "irrigularity" at the distal end of the stent. It was decided that a post dilation percutaneous transluminal coronary angioplasty balloon would be inserted. While re-engaging the guide catheter into the ostium of the right coronary artery, the guide catheter tip got caught on the proximal segments of the stent and caused them to migrate into the aorta. The stent was snared from the artery and removed from the pt. Subsequently, the target lesion was successfully treated with two ave gfx stents. There was no additional clinical sequelae reported relative to the event.